Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set had a leak at the back check valve. The set was being used with milrinone and the expected rate of infusion was 10.35 ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.